Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported an adhesive-like white substance was found on the surface of the product. To aid in the investigation, three samples and six photos were received for evaluation by our quality team. Two samples came in opened packaging blisters and one sample came with no packaging. A visual inspection was performed. One sample has an epoxy drip over on the needle 7/16" from the needle hub. The other two samples have epoxy drip overs on the needle hubs. The six photos provided show the samples received. No other defects or imperfections were observed. These conditions occur during the assembly process if there is a jam at the cannulator. A device history record review was completed for provided material number 305180, lots 4212666 and 4178989. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for these lots. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Event description:
Description/event details: this is a complaint about dirt like adhesion found before use. It was reported that adhesive-like white substance found on the surface of the product before use. Where exactly on the product was the dirt found? Bdj confirmed that there was an adhesive-like fm on the needle and the hub. Recalled 3 lots: 4212666, 4178989, unknown.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Batch: 4212666; batch creation date: 2024-07-30; batch expiration date: 2029-09-30; full UDI: (B)(4). Batch: 4178989; batch creation date: 2024-06-26; batch expiration date: 2029-08-31; full UDI: (B)(4).